Event description:
An adverse event was reported involving the medical device pm438r - jaw ins.bip.maryland diss.fen.5/310mm. Specifically, it was reported that during a laparoscopic hysterectomy, the ceramic component of the medical device fractured. The detached fragment was retrieved; however, complete retrieval could not be confirmed. Extended irrigation was performed and x-ray imaging was obtained to evaluate for potential retained fragments. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.